Event description:
Complaint rec'd reporting leakage problem with one (1) sfp3259-s 82" infusion/flush admin set w/2-way sc; bonded 60" smallbore ext. The facilities draft ufmw states "infusion flush administration set leaking at injection port." The device set was removed and replaced with no further problems. There were no reported adverse pt consequences. The involved sfp3259-s device set was returned to the MFR for testing and analysis. The MFR's device/complaint analysis is summarized below: functional/performance tests were performed. The results confirmed a leak between both of the device sets shunt/tubing bonded connections at the injection site. A corrective and preventative action (CAPA) was generated. The CAPA activities and processes utilize a multi-discipline approach to conduct more detailed and comprehensive design, engineering and production analysis. The CAPA activities are structured to identify and determine the source, scope, probable causes and to identify and implement solutions to address the issue(s).

Manufacturer narrative:
The CAPA status to date has documented that the issue appears to be attributable to (B)(4). Testing and evaluations of durometer, tubing dimensions, and fitment dimensions for the involved components to determine now wall thickness, hardness, and solvent application during assembly affect tubing bonds. After determining the main factor(s) involved, appropriate changes will be implemented to address this bonding issue. As an interim corrective action, (B)(4). A review of the mfg lot database records for the reported lot# 1279998 (mfg. Date 10/2008) shows (B)(4) units were mfg, tested, inspected and released.